Event description:
In 2008, customer called liebel flarsheim service department to report no table movement. On 3/5: customer reports during a cystourethrogram, the urology table locked and could not be moved. Table was in the flat horizontal position and there was no requirement for table tilt during this procedure. Patient procedure was completed with no adverse event.

Manufacturer narrative:
Liebel flarsheim field service report: the field service engineer troubleshot the problem to the hydraulic board and found the k1 relay was not closing. The fse reseated and relay and the table worked correctly. The fse checked the hydraulic movement of the table and could not reproduce the problem. Urology suite returned to full service by the customer.